Event description:
The co was notified of the incident through communications related to a lawsuit filed against user facility and weck. The complaint alleges that the pt underwent a right side, open donor nephrectomy in 2001. Comminucations related to the lawsuit indicate that three parallel hemoclips were used to ligate the renal artery, and the vessel was divided distal to the third clip. The pt was emergently returned to the o.r. Because of post-operative bleeding, at which time it is alleged that the clips were no longer present on the renal artery stump. The bleeding was corrected by clamping and suturing the renal artery stump. Complaint records indicate that the hospital did not report the event to weck, and did not return any product(s) alleged to have been used in the case. Weck does not believe that the user facility reported this event to the FDA.